Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with noise on the atrial lead. The patient felt tired and lethargic; however, it was believed that the symptoms were related to the patient's atrial tachycardia, not the lead noise. The noise was also noted in some episodes of ams. No other anomalies were noted. The noise was reproducible in clinic and possibly caused by myopotential. Programming changes were not recommended due to amplitude of p-waves that could lead to undersensing of the intrinsic atrial activity. The patient will continue to be monitored.